Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2014 due to infection. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state this type of event can occur: possible adverse effects states, "early or late postoperative infection and/or allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 7 mdrs filed for the same event (reference 1825034-2014-07051 / 07057).